Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the patient arrived for a 96-hour pump disconnect at the 3:00pm scheduled time. It was determined that the patient had 9.9ml remaining of the rate of 1.6ml/hr. The patient was only able to wait one additional hour and then had to leave. When the patient left, there was still about 8.2ml remaining which equates to about 5 hours. Total volume was 150ml. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.